Event description:
It was reported that patient underwent primary hip procedure on (B)(6) 2008. Revision surgery was performed on (B)(6) 2012 due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 4 MDR reports for the same event (see: 3002806535-2012-00229/232).